Event description:
It was reported that a full term baby, born by cesarean section, was attended by the full resuscitation team. The team was unable to revive the baby as it had no lungs. Although there was no audible or palpable heart rate heard or felt by the resuscitation team, the nellcor monitor showed a good heart rate tracing throughout the procedure. Medical review of the received information with the reporting physician indicated that this event most likely was not a device issue.

Manufacturer narrative:
(B)(4). The device was received for evaluation. However, it has not yet begun. Warnings alert the user to potential serious outcomes, such as death, injury, or adverse events to the patient or user. These warnings are readily available in the instructions for use (IFU) pamphlet contained within the device packaging. Warning: the n-600x pulse oximeter is intended only as an adjunct in patient assessment. It must be used in conjunction with clinical signs and symptoms. Warning: pulse oximetry readings and pulse signals can be affected by certain ambient environmental conditions, oximax sensor application errors, and certain patient conditions.

Manufacturer narrative:
Covidien reference: (B)(4). The received pulse oximeter was visually inspected and only showed signs of damage on the top case around the handle. There are several stickers on the unit indicating the hospital where it is in use. There was some clear tape noted on the rear panel of the enclosure specifically across the serial number. After visual review the monitor was connected to a power outlet and to a personal computer. During the power on self-test (post) the device showed the running software version. No alarms were generated during tests in all cases where the parameter was out of range. The unit does not show any signs of tampering or abuse. All tested functions operated as intended, and did not show any signs of nonconformity. The customer reported malfunction was not verified, as the product was found to be functioning as intended.